Manufacturer narrative:
Examination of the submitted device confirmed damage consistent with inability to assembly the glenosphere to the metaglene. The device was damaged during installation by the user. The cause of the damage during installation is unknown. Review of the device history records did not reveal any manufacturing deviations or nonconformances. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The glenosphere would not screw in to the metaglene. The guidewire would not go thorough the hole in glenosphere.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.